Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to memory corruption. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that backup vvi was observed on the implantable cardioverter defibrillator (ICD) before implant while in box.